Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to a low battery voltage. Due to the low battery voltage, information could not be retrieved from the device. An external power supply was connected and the device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.

Event description:
It was reported that patient presented in clinic due to slow heart rate. The device could not be interrogated. After several programmers and relocating patient to a different room, still no communication could be established. Premature battery depletion was suspected. The device was explanted, and patient condition was good.